Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom "air supply," which was not reproduced. The reported symptom was confirmed through review of the event history log as constant air-in-line messages. The device was tested and found to have a failing upstream sensor, which is responsible for detecting and alerting for air-in-line. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump had the symptom "air supply," which was clarified during baxter's evaluation as constant air in line messages. Any patient involvement, injury or medical intervention is unknown.